Manufacturer narrative:
Concomitant product: product ID: 8781, lot# n548960001, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from the a health care professional regarding a patient in (B)(6) who was receiving gabalon intrathecal 50 mcg starting (B)(6) 2015 and continuing. The patient's underlying disease/reason for use was for spinal cord damage at primary site c3/4 as of (B)(6) 2013. There were no complications or concomitant medications. The patient had a past history of hypertonia with an unknown onset date. Information was received from (B)(6) 2016, that indicated a (B)(6) representative who "last week" received information from the physician that the catheter might not have been properly placed in the intrathecal cavity of the patient with a date onset of (B)(6) 2015. The date was also reported as (B)(6) 2015 and clarification was requested. A pump operability test was performed on (B)(6) 2016 in which the pump had been filled with 18 ml previously and at the test 4.5 ml were expected and 4.0 ml was the actual residual volume. A catheter x-ray study was performed on (B)(6) 2016 with abnormal findings. After the circumstances were checked on (B)(6) 2016, the contrast results confirmed that the catheter was not inserted into the intrathecal cavity but subdural. Although it should have been checked during the procedure, the catheter was not properly inserted into the intrathecal cavity. It was decided that a catheter replacement surgery would be performed on (B)(6) 2016. On (B)(6) 2016, catheter fluoroscopy images revealed also an incorrect insertion catheter. At re-operation, a laminectomy for l2/l3 was performed. The dura mater and arachnoidea were directly cut and the catheter was re-inserted. During the procedure, catheter fluoroscopy images completely confirmed myelogram. On the following day at post procedure, spasticity was controlled well. As the patient initially had developed lumbar (l-spine) degenerative disease and has lumbar spinal canal stenosis as a complication, the physician inferred that intradural pressure of cerebrospinal fluid was lower than normally. For this type of case at a typical insertion procedure, the physician considered that arachnoidea could not be perforated and there was a risk of "incorrect insertion catheter." This was classified initially as a "6-other" serious condition and later changed to "3-severe." The outcome of the adverse event was reported initially as unrecovered. This was unrelated to the investigational drug, pump, and programmer but related to the procedure and catheter. The treatment for the adverse event included no change to the medication but the catheter replacement. As reported, there were no overdose or withdrawal symptoms. The outcome was now reported as "remission" as of (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-09-15 it was further clarified that the correct date of occurrence was (B)(6) 2015. There was no information pertaining to p atient symptoms. The catheter would not be returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-09-01 it was reported that the patient¿s medical history also included hypertension and alcohol history. The patient had physical therapy of range of motion (rom), seated exercises and work therapy of activities of daily living (adl) exercises from (B)(6) 2013. The patient received gabalon intrathecal 0.05% at 50 mcg/day from (B)(6)2015, gabalon 0.2% at 120 mcg/day from (B)(6) 2015 to (B)(6) 2016, and 0.2% at 100 mcg/day starting (B)(6) 2016 and continuing. All programmed at simple continuous mode. Although similarly reported earlier, at this time, the physician notes from (B)(6) 2015 noted that because there was difficulty with catheter insertion by common punctural technique, l2-l3 fenestration was carried out and the catheter was inserted after the dura mater was checked under direct vision. Because a cerebrospinal fluid (csf) "leak" was confirmed (note also reported at cerebral spinal fluid (csf) flow was confirmed and clarification was requested), it was decided that the insertion could be made in the subarachnoid space. After that, because satisfactory results were not obtained it was surmised that, in addition to the original lumbar vertebra degeneration being high, it had merged into lumbar spinal stenois, and the intradural csf pressure was lower than normal. Even af ter an increase in dosage, a catheter malfunction was suspected. On (B)(6) 2016 the physician notes noted an incorrect insertion was established via catheter imaging. During repeat surgery, l2-l3 laminectomy was added; the dura mater and arachnoid were directly incised and the catheter was reinserted. During surgery, it was confirmed that a myelogram could be reliably obtained via catheter imaging. The day after surgery, satisfactory control of spasms could be obtained. Further, as reported it was likely that with common puncture techniques in a case like this, there was a risk of incorrect insertion without puncturing the arachnoid.

Event description:
Additional information noted that the patient's history included hypertension, but not hypertonia. It was also noted that the physician confirmed csf was flowing and decided the catheter was placed into the correct location. The patient did not have a csf leak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.